Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.